Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The pump should be returning. This is one of two related reports. This report represents the second impella cp and another report was submitted to represent the first impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 49 year old male patient admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. Underlying medical history was not shared by the team. The cp site developed a hematoma and the pump was explanted and escalated to an axillary artery placed impella 5.5 after 14 hours of support. In addition to pump removal the team treated the hematoma by stopping the IV heparin drip. While on the cp the device functioned as expected, p-8 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution. The patient survived the bleed and was the site was noted be stable and pedal pulses intact at the time of removal. The pump exchange was performed with no clinical consequence to the patient. The bleed and hematoma was clarified with further clinical reporting. The hematoma developed over the first night of support. The following day imaging was performed and the retroperitoneal hematoma was noted without extravasation. The pump explant and escalation to the 5.5 impella was performed to avoid the placement of extra corporeal membrane oxygenation (ECMO).